Manufacturer narrative:
Returned file is actually separated from its handle. Only the separated handle has been returned. The handle has no crack. The root causes of the separation are not identified. Further, the batch number is unknown and that DHR cannot be reviewed. We will track this kind of event and monitor the trend.

Manufacturer narrative:
Therefore, because this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a flexmaster instrument separated during use and could not be retrieved. The patient's tooth was extracted.